Event description:
It was reported that patient underwent distal radius fracture repair procedure utilizing a dvr plate system on (B)(6) 2012. During the procedure, the peg became jammed in the dvr plate as the surgeon was attempting to implant it. The tip of the driver fractured off in the head of the peg as the surgeon tried twisting the peg into place. The surgeon had to remove the dvr plate from the radius in order to remove the peg. Another peg was available to complete the procedure successfully.

Manufacturer narrative:
Evaluation of the returned device found evidence to suggest the fracture occurred due to torsional overload.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. (B)(4). Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-01722 / 01723).